Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported that during an ulna osteotomy surgical procedure, it was observed that four battery devices would not hold a charge when used with a small battery drive device. The reporter stated that each battery was used and would not hold charge long enough to power the device to complete the procedure. It was reported that there was a ten minute delay in the procedure and an unspecified spare device was available to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.